Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in patient for endovascular treatment of a 11 cm diameter abdominal aortic aneurysm. A stent graft from another manufacturer was implanted on an unknown date. It was reported that on a follow-up CT scan a type iii separation endoleak was observed. The extension on the left side had separated from the bifurcate and the other manufacturer's stent graft. The physician implanted two 20x20x82 endurant extensions, resolving the endoleak. Per the physician, the cause of the type iii separation endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.